Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient experienced a skin reaction under the entire patch area with red, oozing patches developing after fourty-eight hours of use. She had the same effect with her insulin pump infusion set, and the affected area sometimes became superinfected next to the cgm or pump sites regardless of whether they were placed on the abdomen or thighs. The reporter stated that the patient is not taking any current treatment. She has a known sensitization to nickel, ppd (paraphenylenediamine), and clioquinol (antibiotic) per a contact allergy assessment performed in 2013. The report also mentioned benzoyl peroxide and methacrylates, however the wording did not clearly indicate if these are also chemicals that the patient is allergic to. Due to the issue, it was stated that the patient has had to delay her pregnancy plan and has 'disability; due to the severe contact dermatitis reactions to devices; no details of the disability were provided. The patient uses diprosone, but it does not prevent the occurrence of skin reactions. She has also used various over-the-counter skin prep products which did not help, including skin tac, skin-prep, cavillon, nasonex, and compeel. There was no documentation of medical intervention. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)